Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv came apart and air entered the line. The following information was provided by the initial reporter: material no: 2420-0500; batch no: 20053245. It was reported that upon touching the line, the blue connector hub between the firmer tubing and the more opaque and pliable tubing became disconnected. Per customer, "writer had initiated IV for treatment on patient and connected the IV tubing. Writer moved to insert the IV tubing and on touching the line, the blue connector hub between the firmer tubing and the more opaque and pliable tubing (section that runs through the pump) became disconnected. Writer noticed immediately and clamped the tubing above and below the disconnected hub. Air entered the line on the patient side, however, the line had been previously clamped lower down and therefore no air reached the patient. Writer primed new tubing, and swapped the line in order to continue treatment.

Event description:
It was reported that as lvp 20d dehp 2ss cv came apart and air entered the line. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20053245. It was reported that upon touching the line, the blue connector hub between the firmer tubing and the more opaque and pliable tubing became disconnected. Per customer: writer had initiated IV for treatment on patient and connected the IV tubing. Writer moved to insert the IV tubing and on touching the line, the blue connector hub between the firmer tubing and the more opaque and pliable tubing (section that runs through the pump) became disconnected. Writer noticed immediately and clamped the tubing above and below the disconnected hub. Air entered the line on the patient side however the line had been previously clamped lower down and therefore no air reached the patient. Writer primed new tubing and swapped the line in order to continue treatment.

Manufacturer narrative:
H.6. Investigation: due to no photo or sample being received, the customer's complaint of separation could not be verified. A device history record review for model 2420-0500, lot number 20053245 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.